Manufacturer narrative:
A specific root cause could not be identified for this event. The sample was requested for investigation but could not be provided. Possible root causes may be related to interference or contamination, however since the sample is not available, this cannot be confirmed. A general reagent issue can be excluded.

Manufacturer narrative:
Calibration signals from (B)(6) 2017 were low, however there was no indication of an issue. Quality control results from 01/04/2017 and 01/05/2017 were within the acceptable range. The sample tube was filled with 3 ml which is a low volume. This may affect sample quality and results. An assay performance check on 01/14/2017 was successful. No issues were identified during a review of the alarm trace provided by the customer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial pth stat result was 2046 pg/ml. This sample was obtained before dialysis. This result was reported outside of the laboratory where the physician thought the result was incorrect since the patient had a parathyroidectomy. On (B)(6) 2017 a new sample was drawn and the pth stat result was 62.58 pg/ml. This sample was obtained after dialysis. This result was believed to be correct based on the patient¿s history. The original sample was repeated on (B)(6) 2017 and the result was 1634 pg/ml. No adverse event occurred. The pth stat reagent lot number was 14326101 with an expiration date of 08/31/2017.